Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4 ¿ 510k: this report is for an unknown plate: lcp pediatric plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: nakamura, t. Et al (2022), does flexion varus osteotomy improve radiographic findings compared with patients treated in a brace for late-onset legg- calv´e-perthes disease?, clinical orthopaedics and related research vol. 481, pages 808-819 (japan). This is a historically controlled study of treatment for late-onset lcpd using a nonweightbearing brace and surgical treatment conducted at a single institution. Between 1995 and 2018, a total of 54 patients (47 boys and 7 girls), all had a legg-calv´e-perthes disease (lcpd), and a mean age of 9.3 years were included in the study. These patients were divided into two groups according to the treatment (before 2010 and 2010 to present); the brace group (a nonoperative treatment nonweightbearing brace) with 33 patients (29 boys and 4 girls) with a mean age of 9 years, and the flexion varus osteotomy or fvo group (using a locking compression plate (lcp) (pediatric hip plate,depuy synthes) with 21 patients (18 boys and 4 girls) and a mean age of 9.6 years. The mean follow up of the brace group and fvo group are 6.7 years and 6.2 years, respectively. The following complications were reported as follows: fvo group. 1 patient had implant removal due to demonstrated progressive collapse. 1 patient had implant removal due to a leg length discrepancy (lld) of 32mm. 3 patients had implant removal for an elevated greater trochanter with lld and residual femoral head deformity. This report is for an unk - plate: lcp pediatric plate. This is report 2 of 3 for (B)(4).